Event description:
The user facility reported that an employee slipped and fell on oil leaking from a table that had been tagged out of service for repair. The user facility reported the employee sustained a bruise and needed medical attention but the user facility refused to disclose the status of the employee or any personal information. There were no procedural delays or cancellations reported.

Manufacturer narrative:
A steris service technician inspected the 2080 table and confirmed is was leaking oil from the lift cylinder. The table had been removed from service and was located in a room where repairs would be made; the table was tagged out of service and precautionary cones were set around the table. The employee subject of the reported event did not pay attention to the cones placed around the out of service table and accidentally slipped on the oil. The 2080 table is not under steris service contract and is maintained by hospital biomedical personnel. The preventive maintenance check list states to: (pp 2.4) "inspect floor directly beneath the table and all tubing, fittings and components of hydraulic system for leaks 6x/year." The table subject of this event is approximately 15 years old and subject of a january 2012 obsolescence letter stating that certain critical replacement parts for this product are no longer available. Steris has recommended the table be replaced due to its age; the table subject of the reported event currently remains out of service.